Event description:
It was reported that the insulin pump alarmed motor error during a bolus delivery. The customer's blood glucose was 32.0 mmol/l. The customer did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. The caller stated that the insulin pump had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was unable to prime due to a cracked end cap. No motor error alarm occurred during testing. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.